Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A new review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No further information is available at this time as the previously reported details remain unchanged.

Manufacturer narrative:
During the index procedure an 8x30 mm precise pro rx stent deployed distal to the intended site and a second stent was deployed to completely cover the target lesion. Stenting was performed on an 80% occluded lesion in the ostium in the right internal carotid artery of 10 mm in length in a 5.0 mm vessel diameter with mild vessel tortuosity. The arch of the lesion was ii. A 6 mm medium support angioguard emboli c protection device was successfully deployed past the lesion which was then pre-dilated and an 8x30 mm precise stent was deployed, however, the deployment was distal to the intended target site. A second 8x30 mm precise stent was then deployed to fully cover the lesion with a residual diameter stenosis of 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any adverse events. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force was used at any time. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. There was no attempt made to re-capture the stent. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the (B)(6), during the index procedure, an 8x30mm precise pro rx stent deployed distal to the intended site and a second stent was deployed to treat the target lesion. Cas was performed on an 80% occluded lesion in the ostium in the right internal carotid artery of 10mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch of the lesion was ii. A 6mm medium support angioguard emboli c protection device was successfully deployed past the lesion which was pre-dilated and an 8x30mm precise stent was deployed but the deployment was distal to the intended target site. Then a second 8x30mm precise stent was deployed at the target site to treat the target lesion and for the misplacement of the initial stent. The residual diameter stenosis measured 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection or presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite and was discharged on the following day without any adverse events. There was no any difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force used at any time during the procedure. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user maintained a fixed inner shaft position during deployment. There was no attempt made to re-capture the stent.